Event description:
It was reported pt dropped o 2 sat and arrested after femoral nail was implanted and locked. Dr was closing the wound. The hemiarthroplasty was done first, then the femoral rod. Pt died, possible pulmonary embolism.